Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that it took the patient a long time to charge the ins because they had to sit and hold the a/c connector into the ins recharger (insr) for it to work. The patient reported that now they could not charge the ins at all. The patient stated that the desktop charger (dtc) connector pin was bent at first and now was completely broken off and inside the insr port. The patient reported that the ins had now run out of charge and they were suffering in a lot of pain. They stated their legs were throbbing and giving out because of the pain. The patient was transferred to repair. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Analysis of the desktop charging unit ((B)(4)) found that the connector pin was broken. ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implant would not charge. The patient stated that it would sometimes take a while for the battery to connect and charge but since she got a new cord it wouldn¿t charge at all. The patient explained that her implant numbed her from the waist up and down but had stopped and because of that she was very uncomfortable for her back and legs. The patient was in quite a bit of pain and couldn¿t keep taking pain pills. Further information received from the consumer stated she had an initial connection of 3-4 bars shaded and then a few minutes later it dropped to zero and she didn¿t move. Troubleshooting reviewed the antenna locate feature and this resolved the issue.